Event description:
During a patient abdominal laparoscopic procedure, both lower link arms detached. Missing pieces of insertion tube fitting not accounted for after return from hospital. No injury or impact to patient care was reported. The device was returned to transenterix, inc. For evaluation.